Event description:
My wife anuradha underwent a vertebroplasty and kyphoplasty on (B)(6) 2018. On (B)(6) 2018 she was admitted to a hospital due to lack of breathing. This subsequently turned into lung failure due to pulmonary fibrosis and she died on (B)(6) 2018. I recently read in a report that FDA had issued a warning about the usage of the bone cement. This was the same cement used in my wife's procedure.